Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (air) that appeared on the home choice unit during dwell 3 of 4. The home patient (hp) was still connected. The technical service representative (tsr) asked assisted the hp to clear the alarm by turning the device off and on. The hp would finish therapy with a manual bag. Follow up with the nurse revealed that there was no adverse event and the patient had continued therapy fine. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Sample was discarded. If additional information is received, a follow up emdr will be submitted.